Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field. Batch #4060580, 4023389, 2336576, 3360148, 4084129.

Event description:
It was reported that bd needle eclipse 18x1-1/2 rb coring needle it was reported by customer that have had "coring" in multiple IV admixtures and drug reconstitution. We initially thought this could have been the stopper the manufacturer is using; however, the broadness of the different product affected and the staff mentioning that the sharpness of the needles not being up to standard (they are duller) and not perforating the rubber part adequately resulting in particulates of rubbers in the solutions requiring extra filtration process (very time consuming and possible for some other products to maintain drug formulation integrity) or even wastage of entire batches. Verbatim: rcc received a complaint via email. Email(s) attached. We have had "coring" in multiple IV admixtures and drug reconstitution. We initially thought this could have been the stopper the manufacturer is using; however, the broadness of the different product affected and the staff mentioning that the sharpness of the needles not being up to standard (they are duller) and not perforating the rubber part adequately resulting in particulates of rubbers in the solutions requiring extra filtration process (very time consuming and possible for some other products to maintain drug formulation integrity) or even wastage of entire batches.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batches. Current control there is a visual inspection on needle point blunt at the assembly in-process inspection. Actual root cause could not be determined as no sample were received for investigation. The complaint will be re-opened and re-investigated when sample is received.

Event description:
Material# 305766; batch #4060580/ 4023389/ 2336576 / 4084129 / 3360148. It was reported by customer that have had "coring" in multiple IV admixtures and drug reconstitution. We initially thought this could have been the stopper the manufacturer is using; however, the broadness of the different product affected and the staff mentioning that the sharpness of the needles not being up to standard (they are duller) and not perforating the rubber part adequately resulting in particulates of rubbers in the solutions requiring extra filtration process (very time consuming and possible for some other products to maintain drug formulation integrity) or even wastage of entire batches. Verbatim: rcc received a complaint via email. Email(s) attached. We have had "coring" in multiple IV admixtures and drug reconstitution. We initially thought this could have been the stopper the manufacturer is using; however, the broadness of the different product affected and the staff mentioning that the sharpness of the needles not being up to standard (they are duller) and not perforating the rubber part adequately resulting in particulates of rubbers in the solutions requiring extra filtration process (very time consuming and possible for some other products to maintain drug formulation integrity) or even wastage of entire batches.